Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via crossover approach from the left thigh for the stenosis with a partial eccentric calcification of the right common femoral artery (cfa). The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left cfa. After a 6f non-boston scientific (bsc) guide catheter was placed and a non-bsc guide wire crossed the lesion, pre-dilation was performed with 5mm non-bsc balloon catheter. A 7.0mmx60mmx135cm sterling balloon catheter was advanced for post-dilation. However, during the initial inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was good.